Manufacturer narrative:
Customer's products were requested back for investigation and a supplemental report will be sent once new information is obtained.

Event description:
An adc customer reported a blank screen issue with their fs lite meter. Specifically, the customer stated she experienced "feeling funny" had headaches, "shakes" and subsequently experienced seizure activity. Paramedics were called and customer was given glucose via injection and transported to a health care facility. Customer was diagnosed with hypoglycemia and treated with juice and an additional (2) injections of glucose and an unknown medication. No additional information was provided. There was no report of death or permanent impairment.